Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer reported to technical service engineer (tse) that engagement issues when installing the endoscope onto arm 3 was observed. The customer informed the tse that they re-draped and restarted the system with no change to arm 3. The customer opted to switched out the patient side cart with another cart to complete the case. The case was completed with no issue. The customer was requesting field service engineer (fse) to address the arm 3 issues. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
The universal surgical manipulator (usm) tested on an in-house system and trigger a silent error of 22020. The usm was also tested on the pfpt platform and pass all tests. Upon further investigation there was no fluid intrusion or physical damage. Logs also show error 22020 pointing to dof 7 & 8. The top plate, dof 7 and 8 gearboxes are consistent with the reported event and are the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.